Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the hub of a bd precisionglide¿ needle. There was not report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: two photos and one unused actual sample were returned for investigation. Our quality engineer inspected the returned unit under microscope and confirmed the reported observation of foreign matter. The white substance was analyzed and determined to be consistent with epoxy. Epoxy is used in the manufacturing of the product. Epoxy overflow may occur during the needle assembly process if there is a line stoppage and the product technician does not clear the impacted rack. The appropriate personnel have been notified and awareness training will be conducted to all production technicians to prevent future occurrences of this type. DHR review showed now similar complaints for this manufacturing lot. No similar defects were found during inspection. No quality notification was raised regarding this defect. No related machine issue detected during production. Based on the returned sample, it was conformed that the non-conformance is epoxy on the hub. The non-conformance may occur when there is a stoppage at the cannulator station. If the production technician had missed out to clear the effected rack, it will cause epoxy to overflow. No CAPA is required as awareness training will be conducted to all production technicians to prevent this reported non-conformance from reoccurring. The defect trend will continue to be monitored. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.